Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the effect on fall was determined. Electrical pinching sensation when performing certain movements and the ause was likely due to the fall. The rep programmed a custom setting based on their needs and the issue was resolved.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they fell on saturday and since then, they've been feeling pain in their bottom where the ins is. Patient stated that they tried turning their therapy off, but the pain was still there. Then they tried to turn up their stimulation because they weren't feeling the usual stimulation when they first make adjustments, but they are barely being able to feel it. Agent reviewed general therapy information. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient confirmed that they will call their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.